Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose value was of over 400 mg/dl, 450 mg/dl and 437 mg/dl. The customer stated occasional discoloration, rejecting the battery and audio that has been a problem. The insulin squirting out during priming and backlight not as bright. The insulin pump will not be returned for analysis.